Event description:
Related manufacturer reference number: 2017865-2022-50368. It was reported that during a routine follow up visit, it was noted that the right atrial (ra) lead threshold had gone up and the sensing had dropped. The right ventricular (rv) lead sensing had also dropped. The rv lead was attempted to be repositioned, but the helix would not extend after retracting. Both leads were explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage